Manufacturer narrative:
(B) (4): f/u with the reporter found that the customer declined physio's eval/repair offer due to costs. The device was not returned to the MFR for eval. Therefore, further investigation of the problem could not be performed to determine the cause of the failure.

Event description:
A biomed reported that the device logged an event code in the memory and displayed the "call service" message indicating a critical failure. The device would not be available for use in the reported condition. There was no pt use associated with the reported event.